Event description:
This pt, with a history of breast cancer, saw dr about breast implants. Pt was experiencing some discomfort especially along the scars on the right side. A physical exam was negative except for an adherent scar on the right. Pt was sent for an MRI which showed leaking implants. Pt was taken to surgery on event date for removal of both implants which pt tolerated well.